Manufacturer narrative:
The devices remain functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: three additional gore tag thoracic endoprostheses were implanted (tg3110/lot#04224609, tg3415/lot#04104933, and tg3115/lot#04388320).

Event description:
In 2006 two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. A postoperative computed tomography scan revealed that the patient had a dissection of the descending thoracic aorta. After 70 days, two more gore tag thoracic endoprostheses were implanted and the dissection was successfully repaired.